Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal device the practitioner could not introduce the device because the collagen plug was out of its housing before the device was deployed. The collagen plug ("t" shape) should not be visible before being placed into the artery. There were no adverse consequences for the patient. The device was not used. The patient was treated as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. The carrier tube was returned with the hemostasis sheath mated with it in the full rear lock position. Both the bands were visible on the deployment sleeve. There was no anchor or collagen returned. Some length of the suture hung from the tip of the distal end of the hemostasis sheath. The aluminum pouch was returned as well and was found to be partially opened. No anomalies were noted on the surface of the returned device and per the position of carrier tube assembly and deployment sleeve, the device was inferred to be returned in a state of complete deployment. The hemostasis sheath was separated from the device for inspection and no anomalies were noted. The carrier tube hub was then opened for inspection. No turns of suture remained within the device and suture was found to be unwound completely as intended. The complaint could not be confirmed. The device was returned in a state of complete deployment and no discrepancies could be found which could associate the device with the reported adverse event.